Event description:
Same case as MFR report #: 2134265-2009-04718. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed restenosis. The index procedure treated the 75% stenosed, 3.0x35mm lesion of the de novo proximal lad (left anterior descending). Treatment consisted of direct stenting using a 2.5x24mm taxus express2 stent at 14atm overlapping with a 3.0x20mm taxus express2 stent at 18atm and post dilation with a 3.0x20mm stent delivery balloon resulting in 0% residual stenosis. The stents were confirmed to be well positioned and well expanded on ivus (intravascular ultrasound). The patient was discharged two days post procedure on bayaspirin and plavix. No problems were found at the one and six month follow up evaluations. In 2008, the patient returned with no symptoms; however, a 90% stenosis was found in the proximal lad. The stenosis was not located inside the stents. The investigator attributed this event to the patient's high-risk status due to smoking, hyperlipemia, and hypertension leading to progression of the patient's arteriosclerosis. Reintervention consisting of balloon dilation and placement of a taxus stent resulted in 0% residual stenosis. No further problems were noted at the one year study follow up.

Manufacturer narrative:
The device was not returned, therefore, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.